Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The biopsied lesion was 8.66 mm nodule located in the left upper lobe. Per the physician, there was a significant amount of computed tomography (CT) to body divergence resulting in an inability to find the nodule. The patient had excessive dynamic airway collapse that affected this greatly. The nodule was searched for an extended amount of time and presumably the radial endobronchial ultrasound (rebus) probe injured an area of abnormal lung tissue resulting in pneumothorax. An intra procedural fluoroscopy identified a large pneumothorax; therefore, the procedure was aborted. The physician reported that the patient was on positive pressure, so it was likely that the pneumothorax did increase; therefore, a 14 french chest tube was placed. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. Once the patient recovered from anesthesia the patient complained of chest pain. The patient was in the hospital for several days and then discharged home. A diagnosis was not obtained. There were no allegations against the ion system or instrument/accessory.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.